Event description:
Lefort 1 osteotomy was performed on 6/25/98. During recovery, according to physician, pt reacted violently from the effects of anesthesia and broke two bone plates. The plates were revised 6/30/98, with no further complications reported.